Event description:
The svc report shows that during repair of the device for another issue, the cse found a broken diode on the motherboard which caused an intermittent no audible alarm. The nellcor puritan-bennett customer support engineer (npb cse) verified the broken cr2 diode. The customer opted to replace the part. An interview with the customer shows that the unit passed extended self testing and is currently in svc with no further issues. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.